Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. It was reported that patient had a removal surgery on (B)(6) 2017 due to infection. No additional information was provided.